Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor, she believes the tip of the wire remained under patient's skin. No portion of the wire was visible at sensor insertion site. She reports a light red, scratch-like line at the sensor insertion site. Patient experienced no discomfort and required no medical intervention. At the time of the call to technical support, patient was reported to be in fine condition.